Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a generator change at the elective replacement interval. In preparation and in interrogating the lead, noise was discerned during periods of automatic mode switching thus presenting a capture anomaly. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout.